Event description:
A cartridge alarm was reported by the caller, indicating an issue with the pump. Customer¿s blood glucose value was 400 mg/dl. To address the situation, the customer administered a correction bolus using the pump, and technical support assisted in loading a new cartridge. The caller was able to successfully load the cartridge and resume insulin therapy, resolving the issue without needing third-party assistance.